Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement greater than 125 ohms and a high out of range pacing impedance measurement greater than 2,000 ohms. It was noted that the patient underwent an atrial fibrillation (af) ablation procedure on the date the out of range measurements were recorded. Subsequent measurements were stable and within normal limits. Technical services (ts) discussed the potential that the impedances were measured during the ablation procedure and measured out of range due to external sources. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct h6: evaluation result codes, h6: evaluation conclusion codes and h11: additional MFR narrative from the previous submitted report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement greater than 125 ohms and a high out of range pacing impedance measurement greater than 2,000 ohms. It was noted that the patient underwent an atrial fibrillation (af) ablation procedure on the date the out of range measurements were recorded. Subsequent measurements were stable and within normal limits. Technical services (ts) discussed the potential that the impedances were measured during the ablation procedure and measured out of range due to external sources. This device remains in service. No adverse patient effects were reported.